Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
It was reported that the video system center had scope communication error e226, image flickering and no image. The issue was found during reprocessing. There were no reports of patient involvement.